Event description:
The patient died at hosptial in 2007. The reporter was notified of the death of the patient the next month. The daughter of the patient reported to the reporter, that the cause of the death listed on the death certificate was: coronary pulmonary arrest, septic shock, decubitus ulcers, and diabetic shock.

Manufacturer narrative:
Based on the test results of the used product and the information provided by the MFR , the manufacturer unomedical infusion devices a/s considers the incident as not directly caused by any product related failure. The tested used tubing was found occluded in the tubing connector. It is considered likely that the occlusion - presumably caused by crystallized insulin - has occurred after the incident (in 2007). The user is instructed always to prime the set with insulin before use, which supports that the insulin flow was correct during use. Furthermore, in case of an occlusion the infusion pump will alarm and the patient is instructed to compensate for the insulin deficiency according to the IFU. Also, patients under continuous insulin infusion therapy are required to continually assess the impact of some factors on their blood glucose level. Such factors are caloric intake, activity levels and other medical conditions and/or treatments. The therapy requires from the patients to do periodic self-testing of their actual blood glucose levels. In case of high blood glucose level the patient is instructed to use supplemental infusion by alternate method and/or replace the insulin infusion set. If that does not resolve the problem, then the patient is required to administer insulin by injection to restore the patient's blood glucose to an acceptable level. In case of failure to monitor the blood glucose levels and/or adjust the insulin amount appropriately, the patient can experience conditions such as diabetic ketoacidosis, extreme hyperglycemia and insulin shock. Diabetics are predisposed to bouts of high sugar and dka. These are anticipated adverse reactions due to the failure to adequately control blood glucose levels.